Event description:
It was reported that a beta bionics ilet user had a hyperglycemic episode reaching 268 mg/dl. The user was dissatisfied with previous troubleshooting. He added there were issues regarding air bubbles being in both his prefilled cartridges and tubing. The user was able to fix the problem himself and resume insulin delivery. There was no further information regarding the hyperglycemic episode provided. There was no report of any further intervention required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.